Event description:
It was reported that the patient had pre-existing fall in an incident at his home resulting in serious facial and head injury. He was transferred to a rehab facility and while there he suffered a fall due to an unassisted attempt to exit his wheelchair. He may or may not have had a posey vest applied when this occurred. He suffers a significant brain injury that prevents him from walking or caring for himself.

Manufacturer narrative:
Other: no product malfunction reported.